Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Over-the-phone troubleshooting was preformed, the site staff was instructed to press the m button in order to re-calibrate motion which resolved the issue. No further issues were reported. No parts were replaced. Resolution was confirmed on-call.

Event description:
A medtronic representative reported that the imaging system lost home and the motion calibration warning 'press m' displayed on the scree. There was no patient present when this issue was identified.